Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer is calling in saying that she is stuck on the priming step on their insulin pump. The patient's blood glucose level was unknown. The customer was transferred to the help line for assistance. No further information was provided.